Event description:
The customer reported that the system displayed a voltage line sensor error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative replaced the isd surge suppressor, the system interface and the batteries for the ups. The system was tested and found to be working as intended and put back in service.